Manufacturer narrative:
The device was received with intermittent button response due to light moisture damage to the keypad traces. The device was received with reservoir indicator reading proper units. The device was received with minor scratches ton the lcd window, cracked belt clip slot and battery tube threads.

Event description:
The customer reported via phone call of button errors on their insulin pump. The customer's blood glucose at the time was unknown. The customer states the act, up and down buttons are not responding to the presses. Troubleshooting was conducted. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.